Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots, however this was not duplicated during the investigation. The pump was exercised for 24 hours with no power interruptions. During a visual inspection of the pump, rust was present in the battery compartment and it was also noted that there was a crack on the battery compartment. A leak test was performed which confirmed the pump was leaking from this crack. No damage was found to the battery cap. The pump case was removed, and no further evidence of moisture ingress was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.